Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-3680 fibertak button implant backed out. This was discovered during a case with no patient effect. Delay under 15 minutes. Procedure completed using 2260 distal biceps kit.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 since the complaint device was not returned, a physical evaluation of the device was not performed. However, without the device being returned or any photos provided, the reported event is not confirmed. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used to pry and/or leverage the device.